Manufacturer narrative:
(B)(4). This report was filed by the MFR. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation is complete.

Event description:
Customer reported: "the nurse noted that the child's clothing was wet. He checked for the patency of the line by flushing with normal saline but then he noted there was a leak from the end cap. The nurse connected the saline flush to the end cap well (not loose) then tried to flush it." The customer also reported that the fluid that leaked was "just IV fluids" and that they tested the cap by flushing with saline and it was noted that there wasn't a leak when there was no resistance upon flushing. There was no report of patient harm or medical intervention. Customer stated that no further pt or event details were provided.